Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The pump was found to be activating out of specification (no high-pressure alarm). The expulosor and the valves need to be replaced to resolve this issue. The downstream occlusion sensor will be recalibrated.

Event description:
It was reported that the pump delivers up to 1.8 bar but does not trigger shut-off pressure. There was unknown patient involvement. No patient harm/adverse event was reported.